Event description:
The customer called to perform troubleshooting on the insulin pump due to high blood glucose readings. The reported blood glucose reading was 600 mg/dl. Troubleshooting was performed and all of the programming and histories on the insulin pump were accurate. The insulin pump passed the prime and self tests. The high pressure test pressure test was performed twice and the insulin pump failed both times.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.